Event description:
As reported by the field, during a coil embolization, a galaxy g3 xsft 3.5mm x 9cm (glx123509, 30526862) was used as the second coil. The coil could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization, a galaxy g3 xsft 3.5mm x 9cm (glx123509, 30526862) was used as the second coil. The coil could not be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. No additional information is available. One non-sterile galaxy g3 xsft 3.5mm x 9cm was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed, and it was noted that the core wire is protruding through the introducer slit. Microscopic inspection was performed. Under magnification, the embolic coil was confirmed to be undamaged inside the introducer and attached to the articulating joint. Multiple kinked conditions were found in the introducer. The multiple kinked conditions found in the introducer and the kinked condition of the core wire were not initially reported in the complaint, and they are suggested to have appeared during the device withdrawal, where excessive force may have inadvertently been applied; due to these conditions, the customer complaint regarding an impeded condition was not able to be evaluated through functional testing; however, such damages could be the result of the device being advanced against resistance and based on this the customer complaint can be confirmed. Is suggested that a continuous flush was not maintained and according to the risk documentation, friction and difficulty to advance are potential issues that can occur during microcoil placement due to continuous saline flush not being established, which can result in device failure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device the issue reported that the complaint device was stretched was not confirmed since such condition was not observed on the returned device. A manufacturing record evaluation was performed for the finished device 30526862 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at final assembly to prevent damage from leaving the facility. Since there is no evidence to suggest that the issue observed is related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.